Manufacturer narrative:
The investigation found the last calibration was performed on (B)(6) 2021, a calibration error was noted. The qc recovery was not within 2sd for na, cl, k, and creatinine. The alarm trace contained multiple calibration alarms on the date of the event near the time the sample was processed. The field service engineer decontaminated the instrument, replaced mixers 1 and 3, performed checks and precision testing. The customer performed calibration and qc with acceptable results. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The customer changed the lamp, performed a mixer check, cleaned the bath, and changed the cells. The ises would not calibrate so they changed the lamp again but readings were still too low. The investigation is ongoing.

Event description:
The initial reporter received questionable crej2 creatinine jaffé gen.2 and ise indirect na, k, cl for gen.2 results for three patient samples with the cobas 6000 c 501. Patient ID (B)(6): the initial na result was 127 mmol/l. The repeated result was 142 mmol/l. The initial k result was 3.87 mmol/l. The repeated result was 4.72 mmol/l. The initial cl result was 93 mmol/l. The repeated result was 108 mmol/l. Patient ID (B)(6): the initial creatinine result was 0.31 mg/dl. The repeated result was 1.15 mg/dl. The initial na result was 130 mmol/l. The repeated result was 138 mmol/l. Patient ID (B)(6): the initial creatinine result was 0.25 mg/dl. The repeated result was 0.97 mg/dl. The initial na result was 126 mmol/l. The repeated result was 140 mmol/l. The initial k result was 4.27 mmol/l. The repeated result was 4.79 mmol/l. The initial cl result was 90 mmol/l. The repeated result was 104 mmol/l. The questionable results were reported outside of the laboratory. The repeated results were deemed correct. The creatinine reagent lot number was 53860501 with an expiration date of 31-dec-2022. The na electrode lot number was m05 with an expiration date of 30-jan-2022. The k electrode lot number was v55 with an expiration date of 19-mar-2022. The cl electrode lot number was f11 with an expiration date of 16-jan-2022.